Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported seeing "champagne" sized air bubbles in the tubing and patient line. Reportedly, the customer changed the supplies prior to calling tandem's technical support. The customer's blood glucose level was elevated and reported to be at 325 mg/dl. This was corrected by administering a bolus via pump. During troubleshooting with tandem's technical support, the customer was successfully able to remove air bubbles and resume insulin delivery.